Manufacturer narrative:
Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
The patient reported infection at infusion set insertion site and she also reported site irritation and pump bumps, inflamed and red sites, and recently had an abscess, requiring antibiotics on (B)(6) 2026 and it has been in use for three days.